Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio assisted surgery, the siu has pfs error during booting. There was no red light in siu and the fan is working. All cables appear to be tightly connected and siu power is on. The procedure was completed manually, with a delay of less than 30 min. Patient was not harmed.

Manufacturer narrative:
The navio surgical system korea, part number rob00079, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The navio surgical technique guide for knee arthroplasty (500197 rev c) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with corrupt cpu bios settings. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.